Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue (no image) is likely due to a faulty charge-coupled device (ccd). Another consideration is since the cable was repaired by the third person, repairer, correct repair was not conducted. Therefore we presume that poor communication occurred temporarily and the image was not displayed temporarily. The contents of the instruction manual were confirmed and found that the phenomena can be prevented by following the description: "this camera head does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no picture with the hd autoclavable camera head during reprocessing. There were no reports of patient harm associate with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation; the customer's allegation was confirmed. In addition the evaluation determined the image was blurry/foggy/not clear, and intermittent due to a bad charge-coupled device (ccd) from a 3rd party cable repair also, the serial plate is faded and requires replacement. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.